Event description:
Same case as MFR report #2134265-2008-00001. It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred. The 90% stenosed target lesion was in the proximal left anterior descending artery (lad). The pt had an unk sized cypher des implanted in the distal lad and an unk sized cypher des implanted in the mid lad. A 2.75x16mm taxus express2 drug eluting stent (des) was implanted to treat the target lesion. A dissection occurred inside one of the previously implanted non-bsc des. A 2.5x16mm taxus express2 des was selected and advanced to treat the dissection, but was unable to cross the lesion. The device was removed and it was noticed that the proximal stent strut appeared "lifted." Intravascular ultrasound (ivus) was performed and the physician determined that further intervention was not required to treat the dissection. There were no additional pt complications reported with the pt's current condition unk. Additional info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.